Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose was in the 400 mg/dl range. The customer could not recall how the bg was lowered or any other additional information about the event. As the occlusions had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.